Event description:
It was reported that during a laparoscopic donor nephrectomy the device experienced lock out failure - error 5. Extended or time for troubleshooting of the device. No consequence to the patient.